Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). When a 2.25 x 20mm promus elite stent was deployed, dissection was noted. The dissection was covered with another a stent and the procedure was completed successfully. Patient was stable post procedure.